Event description:
The customer observed falsely elevated sodium results while using the architect c8000 process module. The customer provided the following sodium result data: (ranges (mmol/l) provided by the customer: 1-18 years 138-145, 19- 130 years 136-145). Sid (B)(6) : initial: 198.73 mmol/l, retest: 140.28 mmol/l gender: male, age:(B)(6) years. Sid (B)(6): initial: 199.09 mmol/l, retest: 140.57 mmol/l gender: male, age: (B)(6) years. Sid (B)(6): initial: 174.48 mmol/l, retest: 177 mmol/l, retest: 129.72 mmol/l age: (B)(6) years, gender: female. Sid (B)(6): initial: 189.67 mmol/l, retest: 135.99 mmol/l; male, age: (B)(6) years. Sid (B)(6): initial: 188.31 mmol/l, retest: 135.91 mmol/l gender: female. Sid (B)(6): initial: 198.64 mmol/l, retest: 139.71 mmol/l gender: male. Sid (B)(6): initial: 191.29 mmol/l, retest: 136.39 mmol/l gender: male. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is completed.

Manufacturer narrative:
H4 device manufacture date was corrected from 06/01/2015 to 06/15/2015. H3 other text : an evaluation is in-process.

Event description:
The customer observed falsely elevated sodium results while using the architect c8000 process module. The customer provided the following sodium result data: (ranges (mmol/l) provided by the customer: 1-18 years 138-145, 19- 130 years 136-145) sid (B)(6): initial: 198.73 mmol/l, retest: 140.28 mmol/l gender: male, age: 7 years. Sid (B)(6): initial: 199.09 mmol/l, retest: 140.57 mmol/l gender: male, age: 35 years. Sid (B)(6): initial: 174.48 mmol/l, retest: 177 mmol/l, retest: 129.72 mmol/l age: 73 years, gender: female. Sid (B)(6): initial: 189.67 mmol/l, retest: 135.99 mmol/l; male, age: 64 years. Sid (B)(6): initial: 188.31 mmol/l, retest: 135.91 mmol/l gender: female. Sid(B)(6): initial: 198.64 mmol/l, retest: 139.71 mmol/l gender: male. Sid (B)(6): initial: 191.29 mmol/l, retest: 136.39 mmol/l gender: male there was no impact to patient management reported.

Manufacturer narrative:
A product evaluation was completed. The customer replaced the ict module on the architect c8000 analyzer which resolved the issue. No additional discrepant result issues have been reported since this activity was completed. A review of the service history for the architect c8000 identified no additional contributing factors and no additional events associated with discrepant/ erratic results have been reported. A review of manufacturing documentation and trending data for the ict module identified no issues or trends. A review of tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or trends related to the erratic result issue described in this complaint. The erratic result rates were reviewed and are within acceptable limits with no trends identified. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c8000 analyzer was identified.